Manufacturer narrative:
Study event. See attached memorandum. The starclose closure devicereferenced is being filed under a separate medwatch report. Evaluation summary: the customer reported the device was discarded. No device malfunction was reported. At manufacturing, emboshield is 100% visually inspected before packaging. At the final pack visual inspection and check list, all parameters passed 100% inspections. A conclusive root cause could not be determined for the reported vasospasm and its relationship to the device; however, the event does not appear to be related to a device quality issue. Vasospasm is a known procedural complication associated with the use of carotid stents and embolic protection systems as stated in emboshield instructions for use (IFU). The lot history record was reviewed and there are no non-conformancies associated with this lot number.

Event description:
Device #1 malfunction: none. Time of malfunction: post procedure. Symptoms/ae: vasospasm. It was reported that an xact stent was implanted in the right internal carotid artery. After the emboshield embolic protection device (epd) was retrieved, the pt experienced temporary vasospasm of the distal internal carotid artery. The vasospasm, felt to have been caused by the epd, resolved within five to ten minutes after treatment with nitroglycerine. Femoral arteriotomy closure was attempted using a starclose device. Reportedly, the starclose "failed" and hemostasis was achieved using a femstop device. The pt developed a femoral access site hematoma of an unspecified size that prolonged hospitalization an additional day. There was no adverse pt sequela. Though requested, no additional info was provided.